Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
The manufacturer received information regarding a dreamstation auto CPAP device. The device was returned to a third party service center. During visual inspection of the device it was found that the power connector of the unit is corroded and damaged. The device was scrapped. This report is being submitted for the corrosion found during service. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.